Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they did not have therapeutic effect. The patient reported that it helped but not the same way as the trial did. The patient also reported that she stopped feeling stimulation. Additional information was received from the patient and it was reported that she was feeling shocking. The patient reported that she turned stimulation up and everything was okay. The patient reported that if she went to sit on down she felt a shocking sensation. The patient reported that to resolve the shocking sensation, she turned stimulation down. The patient reported that she was not feeling stimulation and still had symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-jan-03 from a patient. It was reported that the circumstance that led to the lack of effect and the positional shocking was a change of the level on the device which triggered the results. The steps taken to resolve these issues involved the manufacturer representative (rep) talking to the patient¿s healthcare professional (hcp) and the rep walked the patient through on how to change the program. The patient reported that it was better since then.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient reported that her family healthcare provider (hcp) asked her to turn stim up a bit so she would feel stim sensation again because she was not having the best results yet. Patient stated she put antenna over the implant and increased stim and she was feeling stim. Patient stated when she shut device off, she stopped feeling stim. Patient inquired if she was not supposed to be turning device off. Patient described using the stim off button. It was reviewed with patient that stim had to be on in order for therapy to work. It was noticed that the therapy was off during the call and patient was not feeling stimulation. Patient was instructed to turn therapy on. Patient stated she probably was not getting results because she had the implant off. Patient would monitor her symptoms and follow up with hcp to discuss further if she still not getting results. There were no further complications that have been reported as a result of this event.